Event description:
A home pt contacted baxter's technical service center regarding an inquiry. Subsequently the home pt had to start a new therapy using new supplies. After the prime cycle was complete, the home pt noted that the pt line was not completely primed. No attempts were made at repriming the set up. The home pt set up with new supplies to perform their therapy. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.